Event description:
It was reported that a malfunction alarm with a code of malf 0 occurred, along with a specific fault ID. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support provided the customer with information to reset the pump and assisted with the reset process. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue arises again.